Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6), and the reported patient condition cannot be conclusively determined through this investigation. Low flow alarms were confirmed via the evaluation of the log file data provided by the account; however, a specific cause for the change in pump parameters could not be conclusively determined through this investigation. The controller event log file contained data on (B)(6) 2021 spanning from 08:08:39 to 09:57:33, per the timestamp. Numerous low flow events were captured throughout the log file, beginning at 08:08:39, due to the estimated pump flow being calculated to be below the threshold of 2.5lpm. A total of 30 low flow events persisted for at least 10 seconds, activating low flow alarms. No other notable alarms were captured, and the pump appeared to have been operating as intended. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The implant kit shipped on 10jun2019. The heartmate 3 left ventricular assist system instructions for use is currently available. Speed, power, flow, and pulsatility are outlined in section 1 of this document. Section 4 describes the pump flow display and the hazard alarms. The instructions for use states that the low flow hazard alarm will be triggered when pump flow is less than 2.5lpm and explains that changes in patient conditions can result in low flow. Section 7 describes the actions to take in the event of a low flow alarm. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient had low flow alarms. Echo revealed dilated left ventricular internal diameter end diastole of 8.0 cm with adequate rv function. Hemotocrit count was 26. A low flow controller software upgrade was requested for (B)(6) 2021. The patient was admitted on (B)(6) 2021 with acute chronic systolic heart failure, abnormal liver function tests, and alcohol relapse. The patient's symptoms include shortness of breath, edema in bilateral pretibial area, absent hepatosplenomegaly , and marked diffuse hepatic steatosis. The patient was treated with two doses of albumin, dobutamine at 4 microgram/kilogram/min, and bumex at 0.1 milligram/hour but low flows still persisted. There was poor urine output overnight. The patient is currently on heparin infusion. A chest CT did not show anything significant, but obstruction issue was possible. The physician decided not to perform controller software upgrade. The patient was presented on (B)(6) 2019 for cardiogenic shock/hypertension and implanted on (B)(6) 2019. The patient was admitted for heart failure on (B)(6) 2019, prior to lvad implantation.